Manufacturer narrative:
B3 -date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI (B)(4), serial: (B)(6), batch: 7252281.

Event description:
It was reported that one of the patient's leads had migrated down to the ipg pocket site. Surgical intervention was undertaken on (B)(6) 2024 during which the migrated lead was explanted and replaced. Thereby restoring effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.